Event description:
Additional information was received stating that resistance with the anatomy was noted during advancement of the 3.00x15mm xience pro a stent delivery system (sds) and the proximal shaft fractured. The sds was simply withdrawn. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the tortuous and calcified anatomy resulting in the reported failure to advance. Manipulation and/or inadvertent mishandling resulted in the noted multiple bends throughout the entire length of the hypotube and ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1069 was removed.

Manufacturer narrative:
Exemption number e2019001. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tortuous and calcified lesion in the proximal left anterior descending coronary artery. Reportedly, the proximal shaft of a 3.00x15mm xience pro a stent delivery system (bdc) was noted to be fractured during use in the patient. A new device was used successfully to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.